Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the h2tuv, using a dh010, the handpiece would get warm. Another instrument was used to complete the case. There was no consequence to the pt.